Manufacturer narrative:
Product analysis : analysis could not confirm customer comment external pulse generator (epg) will not power up. Confirmed customer comment display is missing pixels. Liquid crystal display (lcd) display is out of specification electrical. Hanger assembly is broken. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) will not power up. In addition, there are missing segments on the display. The epg was returned for service. There was no patient involvement.